Event description:
The device was explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified a device with opening and have red particles in the surface of the shell. Device not labeled by side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side "breast was still higher." Patient later reported "minimal amount of fluid" and "signs of intracapsular rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast was still higher," "minimal amount of fluid," and "signs of intracapsular rupture."